Manufacturer narrative:
Manufacturers ref# (B)(4). Information on lot# reveiled that this product is manufactured by cinc therefore all information will be "handled" under manufacturing# 1820334-2019-01791. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Initial occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fatigue, chest pain, shortness of breath, cramping, tingling, leg swell, fear/anxiety, leg pain, inability to walk/trouble with excessive walking or any type of exercise, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this product was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010". Additional information received 11jul2019 patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to saddle pe (pulmonary embolism) and left lower dvt (deep vein thrombosis). Patient alleges tilt, vena cava perforation". On (B)(6) 2010, "successful infarenal inferior vena cava filter placement." Abdominal CT, (B)(6) 2019, "the filter tip is moderately pointed to the right. The 4 long struts of the filter have penetrated the ivc. No hemorrhage or fistulous connections are identified." Patient outcome: "patient alleges to have experienced, limited physical activities, constant shortness of breath, leg pain, inability to walk/trouble with excessive walking or any type of exercise, "shortness of breath, fatigue and chest pain. Cramping, tingling, and swelling in the left leg. Fear and anxiety that since the filter has four punctured struts through the ivc wall that this will cause further damage and future organ perforation and death".